Manufacturer narrative:
Follow-up #1: date of submission 03/19/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display screen had gradually dimmed and was difficult to read in a bright setting. It was reported there was no trauma or evidence of moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.